Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, two trach tubes were leaking and unable to maintain air in the balloon. The customer reported that there was no known patient involvement and outcome.

Manufacturer narrative:
Evaluation summary: one sample returned for evaluation. Visual examination shows no sign of any defect. The returned unit was inflated and leak tested under water. No leakage detected. The unit remained inflated for a four-hour period and no leakage was detected. The reported defect could not be detected on the unit returned for evaluation. The root cause of the reported defect could not be determined as no defect was detected on the unit returned for evaluation. All of our cuffed extended-length tracheostomy tubes(xlt) product undergo a four hour inflate/deflate test and it is at this stage of the process that any defect is removed from the lot. The product relates to the reported complaint event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.